Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to weakness, shortness of breath and anemia. The patient underwent esophagogastroduodenoscopy. A gastric arteriovenous malformation was found and it was hemoclipped. The patient received 2 units of packed red blood cells, octreotide and proton pump inhibitor. No further events were observed and the patient was discharged 2 days after. Aspirin was held for a month.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this.